Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other incidents reported from this lot. All available information was investigated and the reported device being damaged by another device (second clip contacting first implanted clip) appears to be a result of user technique, as the second clip contacted the first clip during positioning. As such, the first clip detached from the posterior leaflet. Therefore, the single leaflet device attachment (slda) of the clip was a result of the devices contacting each other (procedural conditions). Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.

Manufacturer narrative:
(B)(4). Concomitant products: mitraclip system, steerable guide catheter, 2nd clip delivery system. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The other two clip delivery systems (60614u251, 60614u252) referenced are filed under separate medwatch report numbers.

Event description:
This is filed to report that after the clip (60425u144) was deployed, the clip detached from one leaflet and remained attached to the other leaflet, which required medical intervention. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 3+. The first clip (60425u144) was implanted, slightly reducing the mr. The second clip delivery system (cds 60614u251) was advanced; however, the patients blood pressure dropped. It was found that the fluid bag ran out, which caused an air emboli. IV medication was administered and the patient stabilized. The second cds continued to be advanced, but there was interaction with the first clip. The first clip detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). The second clip was positioned for stabilization, reducing the mr to 1+. After deployment, the second clip detached from the anterior leaflet and remained attached to the posterior leaflet (slda). A third clip (60614u252) was implanted for stabilization, reducing the mr to 3+. After the third clip was implanted, the gradient had rose from 2mmhg to 7mmhg. The patient was confirmed to be stable. After the patient was waking from anesthesia, it was found that the patient had a stroke during the procedure. It was confirmed that the stroke was due to the air emboli caused by the fluid bag and was not related to a breach in the mitraclip device. The patient was given IV medication and stabilized; however, did not recover from the stroke and died about 5 days later. No additional information was provided.